Event description:
It was reported that a home patient (hp) experienced an unspecified alarm during therapy while using the homechoice device. The hp was connected at the time of the event. The technical service representative reviewed proper procedures with the reporter. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device was distributed for use over five years ago and has been reconditioned/serviced since its original manufacture date; therefore, there are no nonconformities, rework activities, or first pass test specification failures related to this complaint. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.